Manufacturer narrative:
The alarm trace data indicated an issue with the sample probes. Quality control data showed high results. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 503 analytical unit. The customer stated that doctors are complaining of higher patient results compared to their previous biorad (d-10) method. The customer provided a hypothetical scenario or a patient sample hba1c value initially recovering as 6.0 % and repeating as 8.0 %. The customer provided specific data for one patient sample with discrepant hba1c results. The patient sample resulted in an hba1c value of 8.5 % with a data flag (expected range = 4.0 % 6.0 %) when tested on the c 503 analyzer. The sample was sent to another laboratory where it was tested using the biorad d-10 method, resulting in an hba1c value of 7.2 % (expected range = 4.8 % - 5.9 %) .

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.